Manufacturer narrative:
The reported air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
After being inserted into a patient during an atrial fibrillation ablation procedure, air was noted to be leaking from the extension port of the introducer when aspirating. The sheath was replaced and the procedure completed with no adverse consequences to the patient.